Event description:
Boston scientific crm received information that this right atrial (ra) lead was undersensing. The lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Additional information indicated that the incorrect model number and serial number were on the previous report. The model number 4087, (B)(4) is the correct model and serial number relating to this issue.